Event description:
It was reported the pacemaker exhibited backup vvi operation. Technical services was contacted to restore the device to default paraments; however, the attempt was unsuccessful. It was mentioned that the patient fell down several times due to dizziness which could have damaged the pacemaker. Patient's dizziness was due to a pre-existing condition and unrelated to pacemaker operation. The pacemaker was explanted. Patient's condition was stable during this procedure.